Manufacturer narrative:
The investigation of access site bleeding and stroke/cva has been completed. The impella device was not returned for evaluation. Access site bleeding: the patient additionally had bleeding from all sites. The root cause of the access site bleeding issue was most likely patient condition related, the patient had bleeding from all sites. Stroke/cva: as this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿

Event description:
It was reported that a patient was implanted with an impella 5.5 and suffered an embolic cerebrovascular accident with limb weakness and expressive aphasia. The patient also exhibited bleeding from the access site. As a result, anticoagulation was stopped. The patient survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿